Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl results on one patient above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The sample was repeated on an alternate method and lower results were obtained. The elevated result was reported out of the laboratory and questioned by the physician. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were serum. Qc was within the customer's established ranges during the event. The sample was sent to bci customer product line support (cpls) for additional testing. Cpls confirmed the existence of a heterophile like interferent in the patient's sample, which is the root cause of this event. Service was not dispatched.